Event description:
Pt had silicone gel breast augmentation in 1982. She is admitted at this time for removal of rupture left silicone gel breast implant, and removal of intact right breast implant. No identification on the ruptured left silicone implant.